Event description:
Intraparenchynal monitor and icp transducer were inserted on 3/21/97 and set at 454. After transporting patient from CT scan on 3/22/97, unable to obtain icp reading. After troubleshooting equipment still unable to obtain waveform. At that point decision made by md not to replace catheter.